Event description:
Customer reported that the device did not meet a performance specification while being prepared for a pt. The delta p was out of the performance check range and the driver displacement indicator (ddi) was drifting. The pt was not compromised.